Event description:
Revision surgery - the patient's hip was dislocating and the stem came loose because the patient had bad bone. The stem and head were replaced by another manufacturer while we supplied the insert.